Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Trial fb ps tibial insert broke in 2 while removing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device was not returned but examination of the returned photograph confirms the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.